Manufacturer narrative:
Corrected information: d1: brand name, d4: model#, d4: catalogue#, d4: lot#, d4: lot#, d4: expiration date, d4: unique identifier (UDI)#, g1: device manufacturer name, g1: device manufacturer address 1, g1: device manufacturer city, g1: device manufacturer state, g1: device manufacturer country, g1: device manufacturer postal code, and g4: PMA/510k # or bla #. H11: upon further follow up, the device 2n3374 does not have a drip chamber and the customer corrected the device product code to be 2r8401 with lot number: r23i02130. The evaluation of the 4 companion samples are of the product code: 2r8401 with lot number: r23i02130. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified quantity of interlink system non-dehp i.v. Catheter extension sets leaked an unspecified chemotherapy solution. The leak was observed at the junction between the drip chamber and tubing. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured between 09/04/2023 - 09/05/2023. H11: the actual device was not available; however, four (4) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sets underwent pressure and clear passage under water testing and the devices all performed according to product specifications. The sets also were primed, and no leaks or issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.